Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.